Event description:
It was reported that during coronary stent procedure, the physician experienced difficulty crossing a proximal rca lesion that had not been pre dilated. The physician elected to remove the entire system without retracting the delivery/stent device back into the guide catheter. Upon removal it was noted that the stent was missing from the delivery device. They were unable to locate the stent and it remains in the pt. An unsuccessful attempt was made to cross the lesion with another manufacturer's stent. Pt status is listed as "okay".